Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex b grid b30 - analysis of images, b01 - testing of actual/suspected device. D9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 10-oct-2025. The following investigation summary was updated due to corrected information: investigation summary: bd received 1828 samples and 5 photos for investigation. Four of the customer-submitted photos show devices with blood leakage in the holder. Ten of the returned samples were randomly selected and subjected to functional tests; all samples passed, with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. In addition, 10 retained samples underwent functional tests, and all samples passed without any evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information is as follows: d.2 medical device type: jka. G.4. PMA / 510(k)#: k243207. Investigation summary: bd received photos for investigation. The customer provided 4 photos showing a device with blood leakage in the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.